Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Concomitant product: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: ax1t038473. Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) underwent a lead revision due to loss of efficacy. During the procedure, difficulty was encountered with intubation. Multiple attempts were required to establish the airway, during which bleeding and foaming from the mouth were observed, and oxygen levels decreased. Additional support was called, and the patient was subsequently stabilized. The procedure was then completed, and the patient was reported to be stable post-operatively. Over the weekend following the procedure, the patient experienced a stroke. The hospital contacted the representative requesting assistance to place the device in magnetic resonance imaging (MRI) mode for an emergency MRI. The representative was informed of an emergency situation at that time. Follow up communication confirmed that the patient had experienced a stroke and died unrelated to the device or the procedure. The date of death is unknown. No further information was available regarding the relationship of these events to the device or procedure at the time of reporting.